Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the rep met with the patient because the patient claimed that stimulation was turning off. Impedance measurements were taken. Impedance testing ran using reference 0, electrodes 1-7 were greater than 10,000 ohms and 8-15 were good, 500 ohms. When flipped to reference 13, 0-7 were greater than 10,000 ohms and when flipped to reference 1, 0-7 showed a good range and 8-15 were greater than 10,000 ohms. Impedance with reference 10 showed 0-7 out of range and 8-15 was good. It was noted that the patient was now programmed with a cathode on electrode 0 and anode on electrode 8. Therapy impedance showed 642 ohms with a current of 2.46 milliamperes. The rep reported that the patient got good therapeutic effect on this setting. The rep did not want to increase voltage for electrode impedance since the patient felt stimulation at 1-1.5 volts. The rep took electrode impedance before reprogramming the patient and it showed the same erratic results. The stimulation turning off began on (B)(6) 2016 and the impedance issues were discovered on (B)(6) 2016.

Event description:
Additional information received from a manufacturer representative reported that they met with the patient for reprogramming. At the end of the session, the patient was happy with the coverage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.